Event description:
It was reported the patient experienced difficulty charging the ipg. Later, the patient lost stimulation. The patient reported routinely charging their ipg. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.